Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose level and for occlusion. The customer¿s blood glucose was unknown. Customer reported that they had no delivery alarm during delivering bolus. The customer was performed 5.0 unit fixed prime. Customer advised to run manual prime with empty pump until piston reaches end of travel and pump alarmed with no reservoir. Customer run manual prime to at least 5 units. Customer reports pump alarmed during manual prime. Customer stated that no delivery alarms did not start to occur until she started to fill up the reservoirs with insulin pen instead of vial. Customer advised that the alarm may cause by an infusion set/reservoir occlusion. Customer going to emergency room for 15 min due to high blood glucose level. Customer reports the following symptoms related to their high blood glucose: light headed. Customer completed for troubleshoot for no delivery. Customer declined troubleshoot for high blood glucose due to the no delivery and she knew that it¿s due to not enough of the insulin customer called to physician and got manual injection. The insulin pump will not be returned for analysis.